Event description:
It was reported that the customer was transported to the emergency room (ER) via emergency medical services (ems) and was subsequently admitted to the intensive care unit due to a blood glucose (bg) level of 780 mg/dl, diabetic ketoacidosis and unconsciousness. Customer was treated with intravenous fluids of saline and insulin, and was released from the hospital on (B)(6) 2023 with no permanent damage. Reportedly, the pump battery was depleting quickly and pump subsequently shut off. The customer reverted to manual injections for insulin therapy. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.